Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and had fully dislodged when viewed under fluoroscopy. It was also reported that the ra lead had been pacing at high outputs and the implantable pulse generator (ipg) exhibited premature battery depletion and had one month longevity remaining. Both the ra lead and ipg were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.